Event description:
It was reported that during implant, the physician could not introduce any stylet with the proximal part of the lead. When the lead was placed in the apex, the threshold was high. The physician decided to remove and replace the lead.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.